Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar product distributed in the us, list 2p36.

Event description:
The customer observed (B)(6) ag/ab combo results on the architect i2000sr analyzer. The following data was provided for two specimens elisa testing of (B)(6). Retest results on the architect 0.55 and 0.18 (B)(6) western blot test was (B)(6) for the first specimen, and positive for (B)(6) on the second. Nucleic acid testing is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Sensitivity testing met all specifications. The customer obtained (B)(6) results when testing different samples of one patient with the architect (B)(6) ag/ab combo assay, whereas an elisa assay gave (B)(6) results. Western blot testing showed bands at gp160 (envelope) and p24 (gag) for the 1st sample and a band at p24 for the 2nd sample. According to recommendations of the (B)(4) the results of both samples are indeterminate. Return patient samples in (B)(6) aren't allowed to be exported out of country due to (B)(6) government restrictions; therefore the return sample was send to the abbott (B)(4) laboratory for additional testing. Following results were obtained: testing of the specimen with abbott real time (B)(6) testing / quantitation of (B)(6)) resulted (B)(6). Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
The conclusion code was corrected to (B)(4). The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.

Manufacturer narrative:
The suspect medical device lot number 66130li00 was provided on (B)(6) 2016. An evaluation is still in process, a follow up report will be submitted when the evaluation is complete.